Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a video of the customer's report was provided. Review of the video did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. The customer was advised to discard the affected pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.